Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was noted on the implantable cardioverter defibrillator indicating a capacitor charge time limit was reached. The patient was to continue with follow up in clinic. The patient was stable.

Event description:
New information notes the patient presented in clinic after being lost to follow up. A capacitor maintenance was completed successfully. The patient was to continue with remote monitoring. The patient was stable.